Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the cannula had failed to deploy. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the needle cap still attached. The linkage assembly was partially extended, indicating that the needle mechanism fired into the needle cap. After removing the needle cap, the needle mechanism fully deployed as intended. The pod delivered 57 pulses across both priming sequences before deactivation. No problem was found regarding pod functionality.